Event description:
The customer reported that the luer lock separated from the tubing set and that it appeared to not have enough adhesive to keep it bonded together. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the luer lock separated from the tubing set (presumed to mean that the spin collar separated from the male luer body) was confirmed. Inspection (including magnification) showed that the spin collar of the male luer was not assembled onto the set, and that there were no cracks or other damage. The spin collar was reattached to the set, and functional and pressure testing was performed. No separations or leaks were observed and the set functioned without fault. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the luer lock separated from the tubing set and that it appeared to not have enough adhesive to keep it bonded together. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the luer lock separated from the tubing set and that it appeared to not have enough adhesive to keep it bonded together. There was no patient harm.